Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete functional testing) was confirmed. Upon evaluation the smd relay component k3 on the defibrillator board was defective, causing pulse test fault. The cause of the failure is the defective k3 component. The root cause of the defective component cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was unable to complete functional testing.